Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
A ventilator was reported failing pressure transducer test during pre-use check. A field service engineer confirmed that the pressure transducer printed circuit boards (pcbs) were faulty and replaced them. The faulty pcbs were not returned but logs are available. Investigation of the returned logs verified the reported issue and the issue started at (B)(6) 2021. A defect pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. The reported failure in pressure transducer test was verified in the logs. Since no goods are available, the root cause has not been determined.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).